Event description:
Or discovered the plastic on the smith and nephew femoral implant impactor is chipped and cracked. This is the second event involving the same type of impactor. This report is being submitted for documentation purposes only. The company is aware of the problem and is addressing the issue.